Event description:
On (B)(6) 2020, lifescan (lfs) received notification of a voluntary medwatch (mw5093857) from the FDA. The user submitted the voluntary medwatch to the FDA through the medwatch program on march 19, 2020, alleging that an unknown onetouch device was reading inaccurately high. This complaint was classified based on information obtained from mw5093857 as contact information for the reporter was not provided for lfs to obtain additional information from the reporter. Based on the information provided, the alleged inaccuracy issue began at around 7 p.m., on (B)(6) 2020. The reporter alleged that the patient tested her blood glucose and claimed obtaining a result of ¿270 mg/dl¿ which she believed was inaccurately high. It¿s not known how the patient manages her diabetes; however, it is noted that the patient takes insulin (dose and type not specified) and the reporter claimed that in response to the alleged inaccurately high blood glucose result obtained, the patient administered the ¿corresponding amount of insulin¿. The reporter states that an unspecified time after administering insulin based on the blood glucose result obtained on the device, the patient¿s ¿blood sugar crashed¿ and she started ¿sweating, shaking¿, ¿had blurry vision¿ and ¿felt like passing out¿. The reporter stated on the form that they tried to get the patient¿s ¿sugar back up¿ (no specific treatment was reported); however, due to having taken ¿so much insulin, it kept going way down¿ and as a result, they called 911. The reporter advised that they carried out numerous comparison tests using the subject device, the emergency medical services (ems) onetouch device and another device that the patient had; stating that the subject device was giving ¿as much as double¿ that obtained with the ems device however, no specific results were documented. There was no report as to what treatment the patient received although it was noted that they ¿almost couldn¿t get her sugar under control¿. As no contact details for the reporter were documented on the medwatch form, it was not possible for lfs to contact them to obtain additional information, replace products or to troubleshoot the alleged issue. It was documented by the reporter that the patient obtained the subject device on an unspecified date, one month before to the report date and that the device had been in use since the week prior. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device.